Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported via clinical trial that a subject experienced an event of severe restenosis requiring correction with atp and surgical intervention through open correction with explantation of the stent. The event was considered to be resolved, target lesion related, not related to procedure, and definitely related to device.